Event description:
Country of complaint: germany. During a surgery, the screw of a kerrison fell out. We have been informed that the screw could not be found on x-ray pictures. It can be assumed that the surgery delay was more than 15 minutes, because they had to x-ray the patient to find the screw. After the screw has fallen out, the surgeon was able to use another kerrison. No consequences for patient.

Manufacturer narrative:
Evaluation: the DHR of the component (lot # 51925298) has been checked and find to be according to the specification, valid at the time of production. Based on our experience; the screw was probably loosened by the staff in the cssd to clean the instrument. Therefore, the connection between screw and instrument was destroyed, so that the screw is able to loosen. It is not designated to loosen the screw for cleaning. A screw falling out or loosening is not part of the risk analysis. CAPA has been initiated to update. The instrument has to be checked before every use, see IFU (ta010668).